Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a chest x-ray showed that the lead "had moved". It was also reported that the patient experienced intermittent light shock sensations. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.